Manufacturer narrative:
Product ID: (B)(6) 3889, lot# va0bve1, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay. System test from the ins to the cut end of the lead found there was good stable output on all electrode pairs. Analysis of the tined lead found no significant anomaly. The lead body was cut through and the product was segmented. The conductor wires were crushed. Functional testing of the distal segment of the lead found that continuity was acceptable. There were no shorts (dry).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0bve1, implanted: (B)(6) 2013, product type: lead. Product ID: 3889-28, lot# va0bve1, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported all parts of the lead were explanted and the patient was doing well. The cause of the issue was unknown.

Event description:
It was reported that the implantable neurostimulator (ins) was not working properly. During impedance testing, the patient experienced ¿jolts¿ at 1.0 amps. The impedance testing was run the day prior to the report at the healthcare provider¿s (hcp) office and damage was observed on all four electrodes. Testing revealed impedances less than 50 ohms, greater than 4000 ohms, and an error of ¿???¿. The patient denied any trauma to the area that would have led to the event. It was further stated that there was a break/fracture to the lead/extension and the level of sacral vertebrae 3 (s3; upper right buttock). The patient requested a new device and the replacement was scheduled for (B)(6) 2014.